Event description:
The patient experienced a perforator stroke two weeks after stenting in the basilar artery and was treated with clopidogrel and acetylsalicylic acid (asa). The stroke resolved in 2 months. The physician stated that the wingspan performed as intended. The patient is reported to be in stable condition.

Event description:
The patient experienced a perforator stroke two weeks after stenting in the basilar artery and was treated with clopidogrel and acetylsalicylic acid (asa). The stroke resolved in 2 months. The physician stated that the wingspan performed as intended. The patient is reported to be in stable condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical analysis cannot be performed. However, patient outcome of stroke is noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Manufacturer narrative:
Device not returned.